Manufacturer narrative:
Based on the information available at this time the most likely root cause of the event is the patient's condition. A follow up report will be sent upon completion of the device evaluation. Report two of four for the same event, reference 1032347-2016-00372 through 1032347-2016-003735.

Event description:
The sales associate reported the joint was implanted on (B)(6) 2014 and a revision due to infection was performed on (B)(6) 2016. It was reported the joint remained implanted with no issues, then at some point in the past couple of months an abscessed fistula developed on the patients right jaw. The surgeon found the abscess created a loosening of the implants.

Manufacturer narrative:
The products were returned for evaluation. The product identities were confirmed in the evaluation. A visual inspection revealed a bony ingrowth on the mandible implant, minor scratches on the surface of the implant where the screws were inserted, and minor wear on the anodize coating around the head of the screws. Because the implants were revised due to the abscessed fistula, the complaint is confirmed. The most-likely cause was determined to be patient's condition. The non-conformance database was reviewed in the evaluation for the mandible implant and no non-conformances were found. The lot numbers for the screws are still unknown, therefore, the device history records could not be reviewed in the evaluation. According to the evaluation, there are no indications of manufacturing defects. This is report two of four for the same event. Reports one, three, and four are reported on MFR #0001032347-2016-00372-1, 0001032347-2016-00374-1, and 0001032347-2016-00375-1.